Event description:
Information received from the field notes a high current drain. Verification revealed mismatched blocks and dashes (---) were noted upon interrogation. The device was successfully downloaded and reprogrammed, but the high current drain remained. Device replacement was advised but the patient did not immediately agree. Medical history indicates that the patient may not require pacing support.